Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: display failure, short battery life with moisture corrosion.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed evidence of short battery life on (B)(6) 2013 evidenced by a drastic voltage drop and multiple replace battery alarms and low battery warnings in the alarm history. On investigation, the pump powered on to the verify screen normally. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible. An ez-prime function was executed successfully without alarm. Testing of the pump¿s electrical current revealed a high sleep current with duplication of the reported complaint. The pump cover was removed for further investigation and revealed moisture corrosion on the printed circuit board inside the pump on the continuous glucose monitoring (cgm) module. (B)(4).